Manufacturer narrative:
Date of event: unknown. If explanted, give date: not applicable as the lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that a zxt225 16.0 diopter intraocular lens was planned to be explanted due to patient experiencing glares at night and it's not improving. However, through follow up it was learned that the patient is tolerating the lens better and there are no plans to explant lens at this time. The patient was prescribed alphagan. Both the patient and physician do not want to have to explant the lens. No additional information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.